Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed a bent sample probe with gel on it. The fsr resolved the issue by cleaning the cuvettes and replacing the sample and reagent probes. The sample probe was determined to be the likely cause of the issue. An instrument service history review revealed no additional service tickets associated with discrepant results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the alinity c system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. A review of labeling was performed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) or the sample probe were identified.

Event description:
The customer observed discrepant alinity c carbon dioxide results on seven patient samples. The customer also noted that the instrument was generating error 3062 (residual liquid detected in cuvette) and the sample probe was bent. The samples were repeated on another alinity c processing module and lower results were obtained. The following data was provided: customer¿s normal range: 22 to 31 mmol/l. Patient 1 initial result = 33 mmol/l; repeat result = 21 mmol/l. Patient 2 initial result = 40 mmol/l; repeat result = 26 mmol/l. Patient 3 initial result = 23 mmol/l; repeat result = 16 mmol/l. Patient 4 initial result = 38 mmol/l; repeat result = 25 mmol/l. Patient 5 initial result = 42 mmol/l; repeat result = 29 mmol/l. Patient 6 initial result = 23 mmol/l; repeat result = 16 mmol/l. Patient 7 initial result = 31 mmol/l; repeat result = 21 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: patient 1, patient 2, patient 3, patient 4, patient 5, patient 6, patient 7. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant alinity c carbon dioxide results on seven patient samples. The customer also noted that the instrument was generating error 3062 (residual liquid detected in cuvette) and the sample probe was bent. The samples were repeated on another alinity c processing module and lower results were obtained. The following data was provided: customer¿s normal range: 22 to 31 mmol/l patient 1 initial result = 33 mmol/l; repeat result = 21 mmol/l. Patient 2 initial result = 40 mmol/l; repeat result = 26 mmol/l. Patient 3 initial result = 23 mmol/l; repeat result = 16 mmol/l. Patient 4 initial result = 38 mmol/l; repeat result = 25 mmol/l. Patient 5 initial result = 42 mmol/l; repeat result = 29 mmol/l. Patient 6 initial result = 23 mmol/l; repeat result = 16 mmol/l. Patient 7 initial result = 31 mmol/l; repeat result = 21 mmol/l . There was no impact to patient management reported.